Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft and non mdt 26mm surgical graft was implanted in the endovascular treatment of a penetrating thoracic aortic ulcer it was reported that during the index procedure, a 6f sheath was placed before using the left access. Then, by using pigtail and hydrophilic wire, the patient's ascending aorta was accessed. Difficulty to access passing through the slightly kinked side of the surgical graft in the ascending aorta of the patient was noted. Afterwards, a non-medtronic guide wire was exchanged with hydrophilic wire. Then, using the right access, pigtail and hydrophilic wire through the 6f sheath were used to descend from the ascending to the aorta. Image was then taken from the right pigtail and the valiant 3434c150te graft was sent over the non-medtronic guide wire from the left side. It was reported that after the stent graft was sent to the aorta, the image was taken from the pigtail again and the area was marked. The valiant captivia (34mm) was then inserted into the 26mm diameter surgical graft. The proximal part of the stent graft was fixed with a type capture release handle distal to the stent graft and the whole system was pulled distally and taken into the graft. It was stated that the tip capture release handle was restored and closed. The stent graft was then implanted where the kink was on the surgical graft, with slight left and right movements. It was observed that the tapered tip was separated from the valiant stent delivery system while it was pulled distally. The device system was then removed from the patient and the tapered tip was also removed by snare from the abdominal aortic level. As per the physician, cause of the event was the kink in the stent graft. No additional clinical sequalae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received: it was reported the guidewire was not retracted from the tip prior to removing the delivery system. It was also reported the delivery system was supported by a non-medtronic guidewire prior to the tip detachment issue occurring. Product analysis - device: device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The delivery system and detached taper tip were returned for evaluation. A break was observed on the peek tubing with a section remaining within the taper tip. The tubing was jagged and uneven at the break site. Slight necking was visible immediately proximal to the break site. There was no further deformation evident to the delivery system. The reported detachment was confirmed through analysis. Product analysis - photos: four (4) photos were received from the account. The photos show the delivery system with the detached taper tip loaded on the guidewire post removal from the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.